Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 6fr sheath after a tumor embolism interventional procedure. Reportedly, resistance was felt during advancement of the thumb advancer, more strength was needed to tear the introducer sheath. A plastic strip from the introducer sheath detached from the sheath, no retrieval was necessary. The clip was released in the vessel wall and did not satisfactorily achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although the thumb advancer stroke was returned completed and the sheath was not detached as reported, the sheath was shredded which is consistent with the reported difficulties reported. The reported hemostasis attempted with the starclose se clip which had unsatisfactory results, could not be replicated in a testing environment. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.